Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered multiple inappropriate shocks for atrial fibrillation (af). The device exhibited high out of range shock impedance during shock delivery, triggering a code 1005. The code indicates that there was an open circuit condition was detected during shock indication. Technical services (ts) suggested resolution. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered multiple inappropriate shocks for atrial fibrillation (af). The device exhibited high out of range shock impedance during shock delivery, triggering a code 1005. The code indicates that there was an open circuit condition was detected during shock indication. Technical services (ts) suggested resolution. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that the device was deactivated and left implanted. Another device was implanted. No additional adverse patient effects were reported.